Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). This patient was presented to the electrophysiology (ep) laboratory for a scheduled replacement of a competitor device. The patient's medical history was significant for pacemaker dependency. The replacement device was programmed to unipolar and was connected to the chronic right ventricular (rv) lead. No pacing was observed despite having the replacement device inserted into the pocket. The local representative verified that the set screws were tighten and that the replacement device had been in the pocket. A temporary pacing lead was inserted and the competitor device was reconnected. The local representative reported that pacing was initiated. The replacement device was connected again and no pacing was again observed. A second replacement device (model#k173) was attached and no further issues were identified.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was returned with the right ventricular (rv) channel programmed unipolar in vvi mode. Unipolar pacing pulses were verified on the bench. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.